Event description:
Medtronic received information that possible under delivery anomaly occurred. The customer was hospitalized on (B)(6) 2021 with a blood glucose level of 19.7 mmol/l. The user was treated with the pump and injection pens.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. (B)(4). S.w version 4.11d. Retainer ring = black. Customer returned pump for an alleged possible under delivery and was hospitalized for high bgs found on (B)(6) 2021. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08715 inches. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of (B)(6) 2021, there is no unexpected alarms/suspends and found bolus wizard deliveries of dailytotalofbolusinsulindelivered = 53.2 u bolus. (B)(6) 2021 12:38:05.000 normalbolusdelivered. Normalbolusamountprogrammed = 10, bolusamountdelivered = 10. (B)(6) 2021 21:43:48.000 normalbolusdelivered. Normalbolusamountprogrammed = 9.6, bolusamountdelivered = 9.6. (B)(6) 2021 23:48:14.000 normalbolusdelivered, normalbolusamountprogrammed = 13.6, bolusamountdelivered = 13.6 .(B)(6) 2021 18:46:13.000 dualboluspartdelivered, normalbolusamountprogrammed = 8, squarebolusamountprogrammed = 12, bolusamountdelivered = 8. (B)(6) 2021 21:46:00.000 dualboluspartdelivered, normalbolusamountprogrammed = 8, squarebolusamountprogrammed = 12, bolusamountdelivered = 12. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (24.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a serial number label fading. The pump passed all the required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for possible under delivery was not confirmed.